Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of high discrepant results for 1 patient sample tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas integra 400 plus. The initial result from the integra 400 plus in question was 1.9 mg/dl. The sample was repeated on the same instrument and the result was 1.4 mg/dl. The sample was repeated on a different instrument and the result was 1.5 mg/dl. The sample was repeated again on the integra 400 plus in question and the result was 1.4 mg/dl. No incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The crej2 reagent lot number and expiration date were not provided. The customer is not having any issues with qc or other parameters.

Manufacturer narrative:
Calibration data from 11 months ago (26-jun-2017) was acceptable. Qc results between 15-mar-2018 and 11-apr-2018 were within range. Based on the precision check data, an instrument issue is not likely. Based on the qc results and the precision check data, an instrument and reagent issue can both be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The initial result was 1.94 mg/dl. The field service engineer (fse) has been on site and checked the instrument. It was noted that the instrument was in good condition. The crej2 reagent lot number was 20319201.